Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm during fill tubing. Blood glucose level at the time of the incident was 241 mg/dl. During troubleshooting, the customer was unable to push insulin though the tubing and stated that the plunger was difficult to push. The customer declined to complete troubleshooting and was advised to perform a set change as soon as possible. The customer agreed to return the reservoir for analysis.